Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was programmed to monitor only mode due to patient's physiology. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was programmed to monitor only mode due to patient's physiology. The lead is still in use. It was further reported that the lead caused diaphragmatic stimulation and was turned off. No patient complications have been reported as a result of this event.